Event description:
Report received of an under-delivery of an epidural infusion. The pump was programmed to deliver bupivicaine 0.125% at 9ml/hour. A bag of 132ml was hung at approximately 17:00pm on event date. The bag was removed at 07:35 am on 1 day after event date. The customer reported that the pump history indicated that 3.3ml was remaining in the infusion, yet there was 50ml remaining in the IV bag. The patient required supplemental narcotics for breakthrough pain, but it was reported that this is commonly the case with an epidural infusion. The patient received 3 doses of IV morphine sulfate, 3mg each, during the night. There were no other medical interventions required. The pump was removed from clinical service and sent to the biomedical department. No furhter information was available.